Manufacturer narrative:
Continuation: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2017: product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) serial# (B)(4) ubd (B)(4) 2019 UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s pump managing physician who reported that ¿mistake¿ was made. No further com plications were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving infumorph dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported that they had a dye study done and stated they were unable to access anything through the catheter except bubbles. The patient stated the amount of increases in the medication was not giving the patient any pain relief. The patient had been on the verge of withdrawal. This was a gradual change in therapy/symptoms. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2017, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a consumer reported the patient's first pump had developed a morphine leak into the abdominal cavity. It was mentioned the pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 10-apr-2018 from a healthcare professional (hcp) who reported that the dye study was not completed. There was complete catheter occlusion. The catheter was replaced. Per the hcp, after the replacement, the patient¿s catheter was operational. No further complications were reported/anticipated.